Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported from implant patient registry (ipr) approximately 4 years and 2 months post tavr with a 23mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted. A 23mm inspiris resilia aortic valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Updated to b4, g3, g6, h2, h10. Upon further investigation, a redaction to this report is required. Additional information received via partner 3 study indicated that the patient developed endocarditis. There was no mention of the source of the endocarditis approximately 4 years and 2months post tavr implant. The patient was treated with antibiotics, the tavr valve explanted and replaced with a surgical aortic valve. Late endocarditis may occur due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. There was no allegation that an edwards device may have caused or contributed to the endocarditis. There was no allegation of an adverse event or device malfunction related to the identity, quality, durability, reliability, safety, labeling, effectiveness or performance of this edward device. This event is no longer reportable to the FDA.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, therefore no visual inspection, functional testing, dimensional testing, imaging evaluation was performed, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Since there is no evidence of actual or potential product non conformance contributed to the complaint, a lot history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required the following instructions for use (IFU) were reviewed: commander delivery system with s3, IFU, us. Based on this review, no IFU/training deficiencies were identified. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post implantation valve requires intervention unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 4 years and 2 months post tavr is not available at this time. Due to limited information, a definitive root cause was unable to be determined at this time. As the complaint for post implantation valve requires intervention unknown mechanism of failure was unable to be confirmed, a complaint history review is not required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.